Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, after firing the cdh33, the surgeon did not feel the normal ¿crack¿ of the washer. Upon removal of the device, he noticed incomplete staple lines. The action taken when the event occurred was that anastomosis was oversewn. The procedure was successfully completed. There were no fragments generated. The surgeon also mentioned that the surgery lasted longer than he expected, but did not specify an exact increase in time, only that the entire procedure lasted 3.5 hours. Otherwise, no other changes to post-op care were reported. Patient consequence was not reported.